Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with a battery depleted alarm was confirmed by baxter personnel. This condition was caused by a battery depleted alarm. The main batteries and battery harness were replaced to correct the reported condition. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Event description:
During review of the pump's event history by baxter personnel, a colleague infusion pump experienced a battery depleted alarm, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.